Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the initial reporter's complaint. The instrument grip tips were broken. The broken half was not returned with the instrument. Failure analysis concluded, that the broken damage may be due to mishandling/misuse. The endowrist® instruments instructions for use (IFU) specifically states general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The complaint is being reported due to the following conclusion: a fragment from the instrument fell into the patient during a da vinci procedure.

Event description:
It was reported that during a da vinci hysterectomy procedure, the fenestrated bipolar forceps instrument broke. The working end of forceps, one side broke separating the tip from the body of the forcep. Intuitive surgical, inc. (Isi) contacted the initial reporter of this complaint and obtained the following information: the piece of the instrument that broke and fell into the patient was retrieved laparoscopically during same surgical procedure. There was no post-operative tests performed on the patient to confirm whether the fragment was retrieved. The patient has not returned to the hospital complaining of any post-surgical complications.